Event description:
The reporter stated that the surgeon was inserting a three piece silicone intraocular lens model aq2010v and the lens tore at the trailing haptic/optic junction. The lens was removed without enlarging the incision and another same model lens was inserted. The cartridge used is not the recommended cartridge to be used with a silicone lens.

Manufacturer narrative:
Eval results: a visual inspection of the returned prod shows the lens is torn in half and a haptic is torn off. There is clear and reddish surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned prod, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.